Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms noted. No display ramping on its own anomaly noted. The insulin pump was received with cracked case at display window corners and minor scratches on lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received a button error alarm. Customer reported that numbers continued to scroll up after bolus delivery. Customer changed batteries and then received a button error alarm. Customer's blood glucose was unknown. After troubleshooting, customer was advised that insulin pump would need to be replaced